Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead exhibited low impedance. The patient reported to have experienced dizziness and lightheadedness due to loss of capture from a small safety margin programming. The patient was suggested to be brought into the clinic for further testing and measurements. No further information is available at this time.